Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22mar2019. The customer confirmed the reported pressure issue. The customer noted that a setting on the certifier was not correct. The customer changed the setting and the pressure accuracy test passed.

Event description:
The customer reported that the ventilator failed the pressure accuracy test (pvt test 4). There was no patient involvement. The event date was not specified; estimate used.